Event description:
Healthcare professional reported right side "intracapsular rupture" and "stage 3 shell". Device was explanted.

Manufacturer narrative:
Continued: e1: address line 1: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.